Manufacturer narrative:
The customer's address is unknown:  (B)(6), has been used as a default.  FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5107934 investigation summary: no product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model 42511e lot number 21069788 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris smartsite gravity set experienced a missing component. The following information was provided by the initial reporter: anesthesia IV tubing missing roller clamp.